Event description:
Complaint alleged that clinician attempted to defibrilate a pt, presenting an asystole heart rhythm, defibrillation occurred. Once at 200 joules, but the device did not discharge and displayed a "defib pad short" error message on the screen. The pt subsequently expired.